Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single piece lens in the pt's left eye on (B)(6) 2012. The pt complained of decreased visual function in the left eye due to poor vision from dislocated iol. Progressive capsulophimosis shifted the iol posteriorly causing a hyperopic shift. The surgeon decided to explant the iol and it was removed on (B)(6) 2012. The surgeon opened the previously created incision. Radial cuts were made in the anterior rhexis to relieve the tension. The iol was bisected with forceps and scissors and removed from the eye. Another iol 3-piece lens was implanted. No suture was used. No vitrectomy, no incision enlargement and no suture used.

Manufacturer narrative:
(B)(4). Method (other): lens work order search. Results: other - visual inspection of the returned product found the lens torn in half, lengthwise. Both plate haptics and optic is torn. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).